Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced "door latching problems" in the from of a door not fully latched error. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum has "door latching problems". It was also reported that there was no patient involvement.